Event description:
It was reported that a cartridge alarm occurred during the load sequence, and insulin delivery. Reportedly, the customer reverted to an alternate form of insulin therapy. Customer's blood glucose level was 126mg/dl to 144mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.